Event description:
An optometrist reported that a pt who underwent bilateral lasik was diagnosed with dry eyes. The pt was treated with medication and the dryness has improved. No further treatment was required. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).